Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, biometric identifier was not working, and nurse was unable to log into the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID was not working, stain blue light on. A field service engineer (fse) was able to reboot the machine, after that it started working. Then the fse checked out comports to make sure they were not duplicate. Then checked out all connections on bio and all seem working fine. Then ran diagnostics and customer verified operation in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, biometric identifier was not working, and nurse was unable to log into the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.